Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00801803202, femoral head sterile product do not resterilize 12/14 taper, lot# 64119270; item# 010000662, g7 pps ltd acet shell 50d, lot# 6387245; item# 00811400200, femoral stem 12/14 neck taper std. Offset size 2 130 mm stem length, lot# 63996096. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent hip revision 1 month post initial implantation due to dislocation. Attempts to obtain additional information were made; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs which indicated anterior dislocation of the femoral head with respect to the acetabular cup. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.